Manufacturer narrative:
Concomitant products: dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured had high impedance, oversensing noise, and short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.